Event description:
Information received from the account states that the stent had dislodged from the balloon prior to prep, when removing from the packaging. The stent was loose on the balloon while in the packaging and had dislodged while still in the packaging. The customer opened product in the sterile field and noticed the stent was not secure on the balloon. There was no damage noted to the packaging and the package was stored correctly. Another stent was opened and the procedure was successfully completed. There was no reported injury to the patient.

Manufacturer narrative:
Information received from the account states that the stent was loose on the balloon and had dislodged from the balloon prior to prep, when removing from the packaging. There was no damage noted to the packaging and the package was stored correctly. Another stent was opened and the procedure was successfully completed. There was no reported injury to the patient. One non sterile catheter opta pro 8.0mm x 3.0cm 135.0cm was received coiled inside a plastic bag. The stent was received mounted on balloon and dislodged. There were blood residues observed in the balloon. However stent marks were observed in the balloon and were noted between the marker bands. No other anomaly was observed in the returned device. Stent marks were noted in the balloon and blood residues. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged failure was confirmed. However the exact cause could not be determined since the balloon showed marks of stent between the 2 marker bands and blood residues in the balloon; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.